Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. A review of the event history log identified battery very low messages. The reported condition could not be verified as evaluation did not properly assess for the reported condition of power supply/internal. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump no battery operation. There was no known patient injury or medical intervention associated with this event. No additional information is available.